Event description:
N/a.

Manufacturer narrative:
An event of valve leaflets failed to close properly resulting in regurgitation was reported. The device was returned for analysis. The orifice, pivot guards and recessed pivot areas did not have any visible evidence of surface damage or anomalies. Both leaflets were intact, properly inserted within the orifice, and did not contain any surface damage. Both leaflets were able to fully open and close with no resistance occurring. The valve was able to be rotated freely. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This event is not reportable; a letter is not requested and there is no indication of a product issue so no device history record or lot specific similar complaint review is required. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that loading technique contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. During implant, the valve leaflets were tested with a valvular sizer and failed to close properly, resulting in significant regurgitation; the valve did not have difficulty opening. The valve was removed and tested outside of the patient in which the leaflets moved normally. A new 19mm regent aortic mechanical heart valve was successfully implanted. The patient was reported to be in stable condition.